Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the system was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the during the procedure the surgeon felt he was 5 mm inaccurate shortly after a spin. The surgeon used the first spin, and then it became inaccurate, likely due to movement. The surgeon took a second spin and navigated off of the second spin. There was a reported delay of less than one hour and no reported impact to patient outcome.